Manufacturer narrative:
Product ID 3093-28, lot# v746950, serial# , implanted: (B)(6), explanted: (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #:(B)(4), ubd: 08-jun-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller called about MRI for pt with screen on handset today that stated "MRI mode was activated but that MRI eligibility cannot be determined ". Per patient, the tip of the lead was not able to be removed at time of ins replacement. Technical services reviewed labeling and redirected caller to oma for further discussion.

Event description:
Additional information was received from the patient. They reported that the tip of the lead broke off when the old unit was removed and replaced with the new medtronic unit on (B)(6) 2020. Caller stated that patient needs an MRI but the hospital is hesitant to do it until they know that the patient can be scanned safely. Agent reviewed lead fragment information withcaller and redirected caller to healthcare provider to further address the issue. Caller mentioned that patient had a head MRI a couple months ago. Pss attempted to connect to the ins to check eligibility for MRI but the device was not charged .agent walked caller through connecting to the implant. Caller reported seeing device not responding message. Caller attempted to reposition the communicator over the implant and received a message that device is low and needs to be recharged. Caller will charge implant and external equipment , and call back for assistance with accessing MRI mode. Patient services walked the caller through connecting to the patient's settings. The caller received a power on reset (por). Patient services reviewed the meaning of the por with the caller and caller dismissed the por. Patient services then walked the caller through activating MRI mode. MRI mode showed mr conditional full body scan eligible. Caller reiterated the MRI clinic was wary about giving them a scan because they did an x-ray and saw the patient's lead fragment. Caller reiterated that the patient's previous system had worn out eventually and when they "pulled out the lead" (during their routine system replacement) the lead "broke off" and was left inside the patient. The caller stated a medtronic representative in salt lake city ut was able to use appendix d of the MRI labeling and confirm the patient 's fragment met all 4 criteria and programmed the patient's new ins for full body eligibility. Caller could not recall the rep's name, only that she was female and blonde. Patient services redirected caller to follow up with the patient's health care provider (hcp) regarding the situation and also directed the caller to h ave the MRI clinic call medtronic if they had any questions about the MRI labeling and warm transferred the caller to patient registration to update the patient's follow up health care provider (hcp). Patient services emailed the field to alert them of the situation in the event they could help. 2 call recordings. Patient services called patient registration to update the patient's registration regarding the lead fragment. Caller reported additional medical information for the patient: that the patient had been diagnosed with parkinson's disease and that was why the patient needed the MRI.

Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot#: v746950, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the por message was not due to the rechargeable stimulator's battery draining/low battery. The likely cause was noted as being "lost remote - hospital will not perform MRI even though company says it safe." The steps taken/will be taken were noted as "rep provided replacement in a timely manner. They are great." When asked if the issue has been resolved, patient noted "first part handled - hospital still will not do MRI."

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v746950 serial# implanted(B)(6) 2011, explanted: (B)(6) 2020,product type lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.